Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5085952) that a female patient underwent breast prostheses implantation with unspecified mentor gel breast prostheses and the left breast prosthesis ruptured after implantation. The patient reported that she heard a pop and felt a tear. She reported that she could feel the rupture. In addition, the patient suffered several unexplained systemic symptoms, including daily pain inside chest, hypothyroidism, memory issues, brain fog, girls issues, sleep issues, fatigue, cd, significant weight gain, muscle and joint pain and stiffness, anxiety, hair loss, and heart issues. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.